Event description:
It was reported that the patient experienced burning at the ipg site while recharging. Troubleshooting was unable to resolve the issue. To address the issue, the ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of heating at ipg site while charging was not confirmed during electrical analysis. The root cause of the observation was not ascertained. During functional and charge testing of the ipg, the device¿s state of charge (soc) remained consistent and within the expected range when comparing the ipg logged data to the clinician programmer and patient controller data concerning the ipg¿s soc in percentage and the ipg battery voltages being logged. During the pocket heating test, programmed the ipg to nominal settings, which correlated to the patient¿s settings. The device was subjected to charge testing with the charger set to high charging. The device battery was charged from stim off (3.4v) to full declaration while stable at 37 with stimulation active. A thermocouple had been attached between the ipg surface and the charger with a 0.5 inch spacing between the charger and ipg. The device diagnostic logs did not declare an over temperature event. The ipg temperature log showed an internal temperature of 39.5, which is below the maximum of 43.1. The thermocouple read a maximum value of 40.1. The charge test time was 3 hours and 7 minutes. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed.